Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the extension set was stuck to the IV tubing set when attempting to exchange tubing for a cap. The tubing set is difficult to disconnect and breaks when trying to dislodge from extension set. Although requested, additional information was not provided.